Manufacturer narrative:
H10: additional narratives. Updated b5 per new information received.

Event description:
It was reported that the nitinol core of a 32mm 5300m mitral ring was exposed during implant procedure. The mitral ring was implanted for mics mitral valvuloplasty to correct mitral regurgitation according to the IFU, and there was no visual abnormality observed on the ring. However, during water regurgitation test after the ring implant, the nitinol core got stuck out from the right end of the ring and was exposed. To avoid prolonging the operation time and because the regurgitation was able to be controlled, the surgeon did not replace the mitral ring. A simultaneous tricuspid annuloplasty was subsequently performed as planned, and the surgeon completed the operation. There were no patient complications reported. The patient status was reported as recovered. The surgeon commented as follows: possibly the sewing cuff could have been damaged during the procedure, but he was not sure. He did not use cor-knot for ligation, and no extra force applied to the ring. The sales rep commented that from the image provided by the surgeon, it does not appear that the sewing ring cloth was damaged by any instrument during the procedure.

Manufacturer narrative:
H10: additional narratives: the 5300m annuloplasty ring has a rectangular nitinol core, an alloy of nickel and titanium. Silicone sleeve and knitted polyester cloth cover the nitinol core and act as barriers. Without these barriers, nitinol will be exposed to circulation and complications may occur. Eventually, endothelial cells and fibrosis will encapsulate and cover this area which would minimize exposure to nitinol components. Until then, the potential for harm is not remote. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that the nitinol core of a 32mm 5300m mitral ring was exposed during implant procedure. The mitral ring was implanted for mitral valvuloplasty to correct mitral regurgitation according to the IFU, and there was no visual abnormality observed on the ring. However, during water regurgitation test after the ring implant, the nitinol core was exposed at the right end of the ring. To avoid prolonging the operation time and because the regurgitation was able to be controlled, the surgeon did not replace the mitral ring. A simultaneous tricuspid annuloplasty was subsequently performed as planned, and the surgeon completed the operation. There were no patient complications reported. The patient status was reported as recovered. The surgeon commented that possibly the sewing cuff could have been damaged during the procedure, but he was not sure. The sales rep, on the other hand, commented that from the image provided by the surgeon, it does not appear that the sewing ring cloth was damaged by any instrument during the procedure.

Manufacturer narrative:
Based on the available information, a definitive root cause has not been established, however, an edwards defect has not been confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.